Event description:
It was reported that during a cryo ablation procedure, it was difficult to insert the mapping catheter into the left inferior pulmonary vein (lipv) due to thinness of the lower pulmonary branches. It was surmised that during repeated adjustments to the position of the mapping catheter, the tip of the mapping catheter may have scratched the left atrial appendage (laa). The patient's blood pressure and blood oxygen decreased and cardiac tamponade occurred. The case was aborted while the patient was under general anesthesia and an additional surgery was performed to treat the cardiac tamponade. The patient was subsequently hospitalized for one week. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID afapro28 (25278); product type: 0624-arctic front catheter product ID 4fc12 (0011991940); product type: 0629-flexcath sheath; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the patient data file and a video file were returned and analyzed. The video file showed the mapping catheter inside of the patient. The failure file was not received. In conclusion, the reported clinical issues (tamponade, hypotension, and cardiac perforation) occurred during the procedure and the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician. There is no indication of a relation of the adverse event to the performance and malfunction of the product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.